Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient was explanted due to an infection that started and persisted since seeg removal. Note that seeg removal ((B)(6) 2019) occurred prior to the date of initial placement of the rns system ((B)(6) 2019). A wound washout was performed at the incision site (date unspecified). The patient was placed on multiple antibiotics prior to referral to infection control. A second opinion was obtained at another comprehensive epilepsy center where the patient was advised to have the device explanted. The rns system (neurostimulator and all leads) were explanted at the explanting center on (B)(6) 2021. Diagnosed as a superficial incisional infection.